Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, physician had to use a basket to retrieve the capsule that fell into the bottom of the esophagus. The pt was not injured following the procedure.